Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no physical damage on the distal end observed during testing that would have caused the failure. The instrument passed continuity test upon testing. The instrument passed seal and cut tests successfully. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the vessel sealer extend (vse) instrument would not open properly. The user completed the procedure and no known impact or patient consequence was reported.